Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to loosening that occured approximately 3 years after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the ø36 centered glenosphere. We don't have any additional details on the baseplate, the humeral cup and associated screws the surgeon explanted. Then he implanted a ø40 centered glenosphere, a ø24 baseplate and a 6mm post extension, a ø40/+6 135/145 humeral cup and associated screws.